Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with incapacitating back and leg pain related to degenerative spondylolisthesis and spinal stenosis. The patient's pre-operative diagnosis was reported as degenerative spondylolisthesis, spinal stenosis l4-l5, l5-s1. The following procedures were performed- posterior spinal fusion l4-s1, pedicle screw instrumentation l4-s1, and right illiac crest bone graft. It was reported that a large infuse kit was prepared according to manufacturer's instructions, reconstituted, and soaked greater than 50 minutes. It was cut transversely, iliac crest autograft was packed into the center of the pieces of infuse of which were then sewn onto themselves in a burrito fashion. Infuse was also laid over decorticated posterior elements in order to complete a posterolateral arthrodesis from l4 to s1. It was reported that the patient's post-operative period was marked by- the need for additional surgery, pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation.